Manufacturer narrative:
(B)(4). Mfg. Site name: (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 13, 2017 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the right ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis versa pulse powersuite 100 watt laser with setting of 3.50 pulse. According to the complainant, during the procedure and inside the patient, upon laser activation a loud popping noise was heard and the fiber broke into two pieces. The broken fiber fragment was successfully retrieved from the scope and no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.